Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted .

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, implant malposition. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.